Event description:
It was reported that during a service visit by a getinge field service engineer (gfse) the cardiosave intra-aortic balloon pump (iabp) unit pim leak test failed. The membrane leak test was more than 24 mmhg. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. The fse replaced the safety disk. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has pneumatic module leak test fails. There was no patient involvement reported. A getinge field service engineer (fse) stated during fsca the pim leak test failed. The membrane leak test was more than 24 mmhg. Replaced safety disk and performed fsc. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Part failed the pim test. Both the leak differential and the membrane differential portions of the test failed. Fat was able to verify the reported issue but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.